Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was returned for product evaluation. Visual inspection revealed there were no anomalies with the sheath nor the dilator. Leak testing was performed, and the distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath; this assembly was submerged in water, and no bubbles were detected for 30 seconds. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination did not reveal any damage to the valve. A discoloration was observed on the valve that could be due to the off-center insertion of the dilator into the valve. However, it is unclear that the discoloration on the valve contributed to the alleged leakage. No anomalies were found with the sheath inner lumen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved glidesheath slender was used in a diagnostic left heart catheterization; right radial access. During the procedure, while the 5fr diagnostic catheter was in the sheath, there was leaking from around the catheter. The hemostatic valve was not achieving a complete seal on the catheter. There was no harm was caused to the patient. The patient was in stable condition, and the procedure was completed successfully. The estimated blood loss was less than 250cc. Additional information was received on july 3, 2019. The procedure was completed using the same sheath/device.